Event description:
The patient was undergoing a thrombectomy procedure in the basilic vein graft using an indigo system separator 7 (sep7), an indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, the physician made multiple passes using the sep7 and cat7. Subsequently, after making the final pass, the sep7 was stuck, and the physician noticed the wire at the distal bulb of the sep7 had broken off in the thrombosed fistula under fluoroscopy. Therefore, the physician attempted to use the cat7 to aspirate the broke wire of the sep7; however, the broken wire was stuck in the heavy thrombus and could not be removed. It was reported that the physician decided to leave the broken wire and believed there was no risk to the patient. The procedure had ended at this point and the physician placed a non-penumbra catheter for the patient to receive dialysis. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.